Event description:
Pt had cesarean section and was prescribed pca pump of morphine 1mg/cc with delay every 10 minutes for total of 6 mg hourly max. Pca pump was totaling pca attempts but was not showing or giving pca injections every ten minutes as programmed into pump. Thus, pt was in severe pain. Pca pump and tubing were then exchanged.